Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported break and patient obstruction/occlusion appears to be related to operational context. In this case it is possible that the reported patient obstruction/occlusion is a result of the patient¿s disease severity combined and/or use techniques employed. The cause of the break could not be determined but could be related to handling damage or a manufacturing problem; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: e1 updated: h6 (codes 4118, 3233, and 11 no longer apply), h10

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, heavily tortuous left main (lm) to left anterior descending artery (lad). The lesion length was 30 millimeters. Two low speed antegrade treatments of 20 seconds each were performed with flushing done in between treatments. It was observed the on/off button on the oad control knob came out and stopped working, thus the oad was manually removed. A new oad was used to complete the procedure. Post procedure, slow flow was observed in the distal lad and was managed by intracoronary vasodilators. It was indicated both oads contributed to the slow flow.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a heavily calcified, heavily tortuous left main (lm) to left anterior descending artery (lad). The lesion length was 30 millimeters. Two low speed antegrade treatments of 20 seconds each were performed with flushing done in between treatments. It was observed the on/off button on the oad control knob came out and stopped working, thus the oad was manually removed. A new oad was used to complete the procedure. Post procedure, slow flow was observed in the distal lad and was managed by intracoronary vasodilators. It was indicated both oads contributed to the slow flow.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.